Event description:
The customer reported that the bottom part of the insulin pump fell off. The customer's blood glucose reading was over 600mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with missing motor support disk.